Manufacturer narrative:
Product complaint # pc-(B)(4). If further details are received at a later date a supplemental medwatch will be sent. H3 evaluation: the product was returned for evaluation. One detached needle and one suture outside its packaging that pertain to product code were received for analysis. Upon visual inspection, of the returned sample, the needle hole and swage area were noted with marks probably caused by a surgical instrument. In addition, the suture to be still attached to the barrel holes. Overall, no needle pull-off was observed. Needle pull strength was not possible because the suture was received with a short length. The extreme of the suture pieces were observed to be cut and damage was found near the cut area possibly caused by a surgical instrument. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on(B)(6)2024 and barbed suture was used. The problem of pulling off suture needle happened in the surgery . Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.